Event description:
It was reported that a patient underwent laparoscopic appendectomy on (B)(6) 2026 and suture was used. The patient was admitted to the hospital for surgery due to "acute appendicitis". After discharge, the patient went home for recuperation. Post-op, the patient had poor wound healing and inflammation. On the 28th day after surgery, the patient felt red, swollen, and itchy. On the 29th day after surgery, the patient was admitted to the hospital for treatment. The doctor found that the 2cm suture site in the abdomen was red and swollen, and the wound did not heal. Follow the doctor's advice to disinfect with iodine, apply dressings, and prevent infection. After the physician's treatment, the patient's wound slowly healed, and the patient was advised to observe more. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. What treatment did the patient receive when re-admitted to the hospital post-op? Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?